Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unknown surgeon. Broken and worn attune instruments reported by (B)(6) post surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the returned instrument was assessed by depuy australia and the complainants findings confirmed. The assessment was that the complaint was due to wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.